Event description:
When suctioning pt, noticed a leak at the adapter site of et tube and vent tubing. Went to change the adapter with help of respiratory. Pt was disconnected in order to change adapter. Noted the portion of the ventilator at adapter site had part of the adapter broken off. Plastic broken off part was removed and ett tube was reconnected with a new adaptor etc. Pt tolerated well. No harm to pt.